Event description:
I believe this to be a serious medical deficiency with johnson & johnson's vistakon contact lense brand - acuvue advance -galyfilcon a-. I have used soft contact lenses for longer than 20 years, mostly the acuvue 2's without any trouble. During my last eye exam, my optometrist prescribed acuvue advance soft contact lenses. I have had terrible difficulties with a haze developing on the lense, rendering my vision quite blurry. It has been especially problematic with my right eye. At first, I believed that I had contaminated them in some manner, so disposed of a pair and start with a new pair -I always discard within two weeks-. I clean daily with both alcon's opti-free daily cleaner and (B)(4) multi-purpose solution and allow them to sit in their case in the multi-purpose solution overnight. Recently, I was traveling away from home and my vision was so cloudy, I was afraid that I would get into a car accident -after a few days, they would grow progressively worse throughout the day-. Fortunately, I had a spare pair. However, I believe either this batch of contact lenses are defective -b0099gp0wl- or this product should be removed from the market. In my opinion, and based upon my eye's reaction to the chemistry of their lense material, these contacts are not safe to use. At a minimum, they should add a warning to their package to not use this product while driving. Dates of use: (B)(6)2010 -- (B)(6)2010. Diagnosis or reason for use: near sighted. Event abated after use stopped or dose reduced?: yes.